Event description:
This balloon was being used to open stenotic area in a hemodialysis graft. Physician stated he advanced the catheter over the wire through a 6 fr sheath and inflated 2-3 times. He deflated it for the last time and went to remove the catheter he experienced resistance. The tech stated he continued to pull on the catheter when the catheter came out of the sheath without the balloon attached. He was able to capture the balloon in the sheath and remove the sheath and balloon from the pt without injury to the pt. The physician did mention the pt's arm was somewhat contracted.

Manufacturer narrative:
.